Event description:
It was reported that "poly wear".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. The x-rays and medical records were requested, but not provided by the surgeon. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.